Event description:
A baxter field service engineer reported an infusion pump with failure code 570:320. Information was not provided regarding whether or not the device was in patient use when the event occurred. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
Evaluation summary: device evaluated on-site on 01/05/2007. Failure code 570 was confirmed in the event history. Failure code 570 is caused by low battery voltage. The batteries were replaced.

Manufacturer narrative:
This report is being submitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 03, 2007. The device has been requested by baxter for evaluation but has not yet been received. Should the pump be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under CAPA, mdq-CAPA-132.continued from h9:6000001-2/25/05-004-c; 6000001-12/13/05-019-c